Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record of the reported device could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized for chest pain. A 3.50 x 18 mm xience xpedition stent was implanted in the narrow, proximal, left anterior descending (lad) coronary artery and the patient was discharged on (B)(6) 2014. On (B)(6) 2016 the patient was re-hospitalized for intermittent anterior cardiac discomfort [angina]. No coronary angiography was performed. The patient received medication and was discharged on (B)(6) 2016. Per the physician, the relationship between the event and the device is not known. No additional information was provided.